Manufacturer narrative:
Follow-up #1: date of submission 04/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2015 with the following findings: there was a battery compartment crack observed below the grip pad. The pump's black box dates were from 3/14/2015 to 3/22/2015. The black box data from time of the alleged issue has been overwritten due to continued use of the pump. The pump's current draws were within specifications. No battery life issues were duplicated during the investigation. No evidence of moisture or loose components were found inside the pump. Unrelated to the initial allegation, the display screen was dim and discolored.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.